Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) read fiber optic failure. The iabp was swapped for another and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the broken fiber-optic connector assembly and pc board. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) read fiber optic failure. The iabp was swapped for another and therapy continued. No patient harm, serious injury or adverse event was reported.